Event description:
Device issue: difficult to remove. Time of device issue: during the procedure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. Although, the access ports were not used, the device was removed with counter-traction and an assertive pull. It was reported that the clip from the starclose se achieved hemostasis. No adverse pt effects were reported. Device analysis found the clip was returned with the device. Though requested, no additional information was provided regarding as to how hemostasis was achieved.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: evaluation of the returned device found the plunger and vessel locator had been deployed with partial thumb advancer and delivery tube deployment. The exchange sheath was not returned with the device. There was no detected device handle or vessel locator damage. Further inspection revealed a bent and damage cutter. The detected damage is consistent with a user error in exchange sheath installation technique allowing the cutter to strike the proximal end of the sheath hub during sheath installation onto the starclose device. No other damage was detected. The clip was still loaded on the carrier tube. This is inconsistent with the reported event. Based on the investigation findings, the root cause for the device's damaged condition was an error in the users technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.